Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that one year and four months after the dental implant was placed, in ada site #3 of the patient¿s mouth, loss of osseointegration was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. As reported on the guarantee form, implant was removed because possibly the laboratory putted the wrong screw, because of that, it never fit correctly. However test was performed and no problem was identified with the item claimed.

Event description:
The clinician reported that one year and four months after the dental implant was placed, in ada site #3 of the patient¿s mouth, loss of osseointegration was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.